Manufacturer narrative:
(B)(4).

Event description:
During continuous renal replacement therapy with a prismaflex m150 set ckt and a prismaflex control unit, the customer reportedly identified that the cone of the male luer lock of the dialysate line of the set, which connects to the dialysate solution bag, was broken, which caused the dialysate solution to leak. Due to this leakage, the treatment was stopped. No medical intervention nor patient consequence was reported in relation with this event. No additional information is available.